Event description:
Device malfunction: failure to deploy-needle plunger. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a tech trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was depressed the plunger "jammed". The plunger failed to depress fully to deploy the needles and capture the suture. The device was removed without incident or difficulty. The method of achieving hemostasis was not reported. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.